Event description:
Reporter alleged obtaining discrepant blood glucose result of 233 mg/dl back to back with a result of 107 mg/dl on the advantage sys when testing was performed less than 10 mis apart. Reporter indicated that he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment rec'd. No adverse event reported. A request was made for the return of the suspect device and replacement prod was sent. Reporter stated, he no longer has the strips used and, so no prod will be returned for eval.